Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) failed. The patient indicated that during use, the device spontaneously deflates and it will no longer pump up. The patient has an appointment for follow-up with his dr. On (B)(6) 2021. The patient asked about warranty and the product replacement policy was explained to him. A revision surgery was performed and all components were removed and replaced. The physician attempted to inflate the device and failed. The tubing was cut to attach a syringe to identify the hole, a tear and bulge were identified in the right cylinder. The cylinder bulge was causing discomfort and pain to the patient. A patient outcome of fully recovered was reported.

Manufacturer narrative:
B3: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported spontaneous deflation and inflation issues cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation. .

Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) failed. The patient indicated that during use, the device spontaneously deflates and it will no longer pump up. The patient has an appointment for follow-up with his dr. On (B)(6) 2021. The patient asked about warranty and the product replacement policy was explained to him. The patient will call after his appointment in (B)(6) if he has further questions.